Event description:
It was reported that the patient underwent a posterior interbody fusion at l4-5 using rhbmp-2/acs. Twenty-six days post-op, the patient underwent a second surgery for a deep wound infection. Irrigation and debridement of skin, muscle, fat and bone was done, and all implants were removed. Patient was placed on IV antibiotics and later discharged to rehab. Patient is doing better.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.